Event description:
It was reported that the electrode had an impedance greater than 400 ohms. The doctor suspected a fracture. During the revision procedure, the product broke near the sense-b electrode. The electrode was successfully explanted and replaced. Since the pulse generator has been implanted greater than 6 years, the doctor explanted and replaced it, as well. There were no adverse patient effects.